Event description:
The physician was performing a thoracentesis and was not able to withdraw pleural fluid. The syringe was cracked. The physician planned to perform a second thoracentesis on the following day.